Manufacturer narrative:
The stimulator was returned for analysis. Evaluation results: device analysis revealed broken weld(s) at the bond wire pad(s)- lifted bond wire pad(s). Upon opening up the stimulator, the case feed through wire was confirmed to be lifted. The epoxy bonds were broken at both b+ and b- terminals. The #2 & #3 feed trough wires & b- bond wires were also lifted . Likely due to performing the destructive analysis process. The device was placed on the automated test system (ats) to test the various programmable features and output ranges. The device failed the automated test console; there was no output on the case. There was acceptable, stable output observed on each electrode pair, except when used in unipolar mode. The battery had expanded. The connector block and insulation were scratched. Foreign material was found in the connector port(s).

Event description:
Impedance readings >2000 ohms was reported on all or some of the unipolar pairs. The patient experienced a lack of effect. No fractures were noted on xray. The neurostimulator was explanted due to normal battery depletion. The extension was attributed the event. The neurostimulator and extension were replaced. No injury was reported. The patient recovered without sequela. Refer to manufacturer report #3004209178200804234.